Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: left-knee-revision. Pt. Presented with "global instability" following a tka. Surgeon suspected a failure of the pt's pcl which was spared/retained during her tka in 2022. Surgeon opted to swap the x3 insert from a cr 2 x 9 mm to a cs 2 x 11 mm. Sufficient stability was reestablished. No complaints filed against the components themselves, no further info.